Event description:
A user facility reported a piece of hard plastic was noted inside of the syringe. It was reported there was no pt involved in the event.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested and received. (B)(4).